Event description:
It was reported that, during preparation prior to the procedure, the physician found the beam was misaligned and was not throwing the laser where it should be. There was no patient involved.

Manufacturer narrative:
Date of event field (b3) was estimated.